Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, loss of cervical lordosis, uterine fibroids, swelling of legs, foot osteoarthritis and edema. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced mental disorder ("psychological or psychiatric problems"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), musculoskeletal stiffness ("leg stiffness"), anxiety ("unusual anxiety"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), depression ("depression"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), burning sensation ("burning"), pain in extremity ("leg pain"), neck pain ("neck pain"), pain in jaw ("jaw pain"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and facial pain ("face pain"). The patient was treated with surgery (hysterectomy with removal of essure devices) and surgery (supracervical hysterectomy with lysis of adhesions and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menstrual disorder, menorrhagia, abdominal pain lower, abdominal pain, back pain, musculoskeletal stiffness, anxiety, hot flush, vaginal haemorrhage, female sexual dysfunction, depression, autoimmune disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, burning sensation, pain in extremity, neck pain, pain in jaw, alopecia, facial pain and mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, burning sensation, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, mental disorder, migraine, musculoskeletal stiffness, nausea, neck pain, nervous system disorder, pain in extremity, pain in jaw, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2006: essure confirmed. Concerning the injuries reported in this case, the following one/ones were reported via medical record:fatigue, chronic pelvic pain, menorrhagia,dysmenorrhea,abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event hot flashes, abnormal vaginal bleeding, apareunia, depression, autoimmune disorder, migraines, headaches, nausea, dental problems, neurological disorder, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, burning, leg pain, neck pain, jaw pain, hair loss, vaginal pain, face pain, abnormal uterine bleeding added,mental disorder,medical history,lab data added,reporter added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. L2606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, loss of cervical lordosis, uterine fibroids, swelling of legs, foot osteoarthritis and edema. Concomitant products included hydrochlorothiazide (hydrochloroth) since 2008 and simvastatin since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal stiffness ("leg stiffness"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("leg pain / thigh pain"), neck pain ("neck pain") and facial pain ("face pain"), 8 days after insertion of essure (ess205). In 2006, the patient experienced allergy to metals ("nickel allergy"), burning sensation ("burning") and alopecia ("hair loss"). In august 2006, the patient was found to have weight increased ("gained 15 pounds"). In january 2007, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety / unusual anxiety"). In 2007, the patient experienced mental disorder ("psychological or psychiatric problems"). In january 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain in jaw ("jaw pain") and vulvovaginal pain ("vaginal pain") and was found to have fibroma ("fibroid tumors"). The patient was treated with bupropion, cyclobenzaprine, ibuprofen, naproxen, sertraline and surgery (hysterectomy with removal of essure devices and supracervical hysterectomy with lysis of adhesions and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, pain in extremity and neck pain had resolved and the genital haemorrhage, uterine haemorrhage, autoimmune disorder, menstrual disorder, menorrhagia, abdominal pain lower, abdominal pain, back pain, musculoskeletal stiffness, anxiety, hot flush, vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, burning sensation, pain in jaw, alopecia, facial pain, mental disorder, fibroma and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, burning sensation, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, fibroma, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, mental disorder, migraine, musculoskeletal stiffness, nausea, neck pain, nervous system disorder, pain in extremity, pain in jaw, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.88 kgs. Hysterosalpingogram - in august 2006: results: essure confirmed; in august 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical record:fatigue, chronic pelvic pain, menorrhagia,dysmenorrhea,abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received : lot no. Was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. L2606-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, loss of cervical lordosis, uterine fibroids, swelling of legs, foot osteoarthritis and edema. Concomitant products included hydrochlorothiazide (hydrochloroth) since 2008 and simvastatin since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal stiffness ("leg stiffness"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("leg pain / thigh pain"), neck pain ("neck pain") and facial pain ("face pain"), 8 days after insertion of essure (ess205). In 2006, the patient experienced allergy to metals ("nickel allergy"), burning sensation ("burning") and alopecia ("hair loss"). In (B)(6) 2006, the patient was found to have weight increased ("gained 15 pounds"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety / unusual anxiety"). In 2007, the patient experienced mental disorder ("psychological or psychiatric problems"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain in jaw ("jaw pain") and vulvovaginal pain ("vaginal pain") and was found to have fibroma ("fibroid tumors"). The patient was treated with bupropion, cyclobenzaprine, ibuprofen, naproxen, sertraline and surgery (hysterectomy with removal of essure devices and supracervical hysterectomy with lysis of adhesions and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, pain in extremity and neck pain had resolved and the uterine haemorrhage, genital haemorrhage, autoimmune disorder, menstrual disorder, menorrhagia, abdominal pain lower, abdominal pain, back pain, musculoskeletal stiffness, anxiety, hot flush, vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, burning sensation, pain in jaw, alopecia, facial pain, mental disorder, fibroma and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, burning sensation, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, fibroma, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, mental disorder, migraine, musculoskeletal stiffness, nausea, neck pain, nervous system disorder, pain in extremity, pain in jaw, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.88 kgs. Hysterosalpingogram - in (B)(6) 2006: results: essure confirmed; in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical record:fatigue, chronic pelvic pain, menorrhagia,dysmenorrhea,abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 14-mar-2019: ¿update of information (batch is invalid).¿ incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, loss of cervical lordosis, uterine fibroids, swelling of legs, foot osteoarthritis and edema. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 8 days after insertion of essure (ess205), the patient experienced musculoskeletal stiffness ("leg stiffness"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of pain in extremity ("leg pain / thighs pain") and neck pain ("neck pain"). In 2006, the patient experienced allergy to metals ("nickel allergy"), burning sensation ("burning"), alopecia ("hair loss"), the second episode of pain in extremity ("thigh pain") and fibroma ("fibroid tumors"). In 2007, the patient experienced anxiety ("unusual anxiety") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain in jaw ("jaw pain"), vulvovaginal pain ("vaginal pain"), facial pain ("face pain") and weight increased ("gained 15 pounds"). The patient was treated with surgery (hysterectomy with removal of essure devices) and surgery (supracervical hysterectomy with lysis of adhesions and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, neck pain and the last episode of pain in extremity had resolved and the genital haemorrhage, uterine haemorrhage, autoimmune disorder, menstrual disorder, menorrhagia, abdominal pain lower, abdominal pain, back pain, musculoskeletal stiffness, anxiety, hot flush, vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, burning sensation, pain in jaw, alopecia, facial pain, mental disorder, fibroma and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, burning sensation, depression, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, fibroma, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, mental disorder, migraine, musculoskeletal stiffness, nausea, neck pain, nervous system disorder, pain in jaw, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.88 kgs. Hysterosalpingogram - in (B)(6) 2006: essure confirmed. Concerning the injuries reported in this case, the following one/ones were reported via medical record: fatigue, chronic pelvic pain, menorrhagia, dysmenorrhea,abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "gained 15 pounds", events- "dysmenorrhea (cramping), neck pain, leg pain / thighs pain, severe pelvic pain" outcome updated to "recovered / resolved" from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and one year later experienced severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage), amongst non serious events. Plaintiff underwent a hysterectomy with removal of essure devices. Both the events are anticipated in the reference safety information for essure. Considering that pelvic pain and genital haemorrhage occurred after essure insertion and the lack of alternative explanation causality with essure cannot be excluded (related). This case was regarded as incident as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure ((B)(4)) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure ((B)(4)). In (B)(6) 2008, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), musculoskeletal stiffness ("leg stiffness") and anxiety ("unusual anxiety"). The patient was treated with surgery (hysterectomy with removal of essure devices). Essure ((B)(4)) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, menorrhagia, abdominal pain lower, abdominal pain, back pain, musculoskeletal stiffness and anxiety outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menstrual disorder, menorrhagia, abdominal pain lower, abdominal pain, back pain, musculoskeletal stiffness and anxiety to be related to essure ((B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure ((B)(4)) inserted and one year later experienced severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage), amongst non serious events. Plaintiff underwent a hysterectomy with removal of essure devices. Both the events are anticipated in the reference safety information for essure. Considering that pelvic pain and genital haemorrhage occurred after essure insertion and the lack of alternative explanation causality with essure cannot be excluded (related). This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Approximately further information will be obtained through the litigation process.